Manufacturer narrative:
Multiple attempts to obtain additional information have been performed; however, no further information was able to be acquired. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum lvp pump under infused. During a fentanyl infusion, the novum lvp pump showed 50ml was infused. However, 90ml was observed to have remained in the bag when it should have been 40ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.